Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during testing, the battery compartment was observed to be cracked with stripped threads. The cartridge compartment was cracked. The returned battery cap had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, cartridge compartment, and battery cap. This report is made based on results of investigation completed on (B)(6)2016.